Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 on the main station had a failure with a pocket with medication. A field service engineer (fse) inspected the drawer and found that no issues or damages to cables inside of the drawer, also checked for trash and debris, but none was found, then the fse was able to test drawer functionality and user application and could not replicate any failures during testing. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 6.1 did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.